Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 336 mg/dl. A bolus was delivered, and a temporary basal rate was set to address bg. Pump system check was performed with tandem technical support (cts) and air bubbles were observe in the tubing. Cts assisted the customer with priming the tubing to remove the air. Pump therapy was resumed. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours.